Manufacturer narrative:
Pending evaluation.

Event description:
Revision surgery possibly due to poly wear.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00587.

Manufacturer narrative:
Device evaluated by MFR: the complaint products were no received for analysis. The reported malfunction/product conditions were not confirmed as the devices were not returned. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The manufacturing data could not be reviewed because no serial/lot numbers were provided. There does not appear to be any user-related issues that have contributed to the reported event. The revision reported was likely the result of prosthesis wear due to nearly 20 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation. It is found in review of the labeling that a known device specific included surgical interventions and revisions. Physicians should consider femoral and acetabular component placement and malposition, femoral head component diameter and the effect of femoral head component "sleeves and skirts" on range of motion. A malpositioned component may increase the probability for impingement, disassociation, dislocation, wear and revision surgery. It is a known risk that there may be subsequent revisions or surgical interventions of joint replacement devices. Only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical technique and use of these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system and instrumentation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely result of prosthesis wear is due to nearly 20 years of implantation. This device is used for treatment, not diagnosis. Corrected data: implanted date, explanted date.